Event description:
Report received alleging a patient suffered harm as a result of their trach becoming dislodged and no alarm was reported to have sounded. This same incident (of the trach becoming dislodged) was reported to have occurred earlier that day.